Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Curved shape memory was observed throughout the sample. Microscopic inspection of the sample revealed a small split just distal of the connector. The split exhibited inward-curving edges and a granular fracture surface. Tactile inspection of the sample revealed tensile weakness and material necking in the vicinity of the clear strain relief sleeve. The split features and location, along with the accompanying tensile weakness were consistent with damage caused by catheter manipulation at the exit site from the connector. Catheter securement and maintenance techniques likely contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC had a hole and required removing. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC had a hole and required removing. No other information was provided.